Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that it hurt so much, and it felt like it was burning around the implant site. The patient mentioned they saw two representatives (reps). The patient stated they had an appointment with pain management on the (B)(6). No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.